Manufacturer narrative:
A ge service representative performed an on site investigation. The sram was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system failed to boot up to full functionality. There are no reports of pt injury or death associated with this event.